Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic and had concerns about a power surg, where they felt a shock and then heard their ventricular assist device (vad) powering up. Upon attaching the patient to the monitor, it was obviously an electrostatic discharge (esd) event. Log files were collected, and as the patient's story made it seem like it was delayed at restarting. The patient ultimately had their system controller exchanged due to modular cable being damaged and requiring a change from wear and tear, as per patient. Log files contained the reported pump off event on 24nov2025. The event appeared to be a result of the patient depleting both external batteries as well as the emergency backup battery (ebb). The no external power event starts at 6:08 am. The ebb was no longer able to support the pump by 8:10 am. The patient appeared to reconnect a fully charged battery to the controller which restarted the pump at 8:12 am. The patient reported the shock event to have occurred on 21nov2025. After that event, they were very scared of it happening again on wall power as that was when the shock happened, so they ended up sleeping on battery. They reported falling asleep on battery and not waking up to the alarm but did not mention that their vad had stopped. The log files did not go back to (B)(6) 2025. The shock was intermittent, and the patient was educated to reduce esd. The patient did not have any adverse impact during the pump off events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stoppage event and no external power alarms were confirmed via analysis of the submitted log files. The heartmate 3 system controller (serial number (B)(6)) log files were reviewed and captured low power advisory and low power hazard alarms followed by no external power alarms on 23nov2025 and 24nov2025. One of these no external power events lead to a pump stoppage on 24nov2025. The event occurred after the batteries fully depleted. The 11v backup battery supported the system as intended but was eventually depleted of charge. It was reported that this event occurred while the patient was sleeping on battery power, and they did not wake up from the alarms. The log file captured a low power hazard alarm followed by a no external power alarm on 22nov2025, the onset of the low power hazard alarm was not captured, and the root cause could not be determined. The backup battery supported the system as intended during this event. The controller appeared to support the system as intended while connected to external power. There were no other notable events captured in the log files. The controller was not returned for analysis. Additional information provided indicated that the patient did not have any adverse impact during the pump stoppage. It was reported that the controller was exchanged the root cause for the pump stoppage on 24nov2025 and no external power alarm captured on 23nov2025 was determined to be user error by letting the batteries fully deplete. The root cause for the other no external power alarm on 22nov2025 could not be determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage, no external power, and controller clock corrupt alarms. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section advises the user to not sleep on 14v li-ion batteries. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.